Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation 4 years post-op. Scoliosis and pelvic tilt shows changes over 4 years. Upon arthrotomy, brown stained clear fluid with copious brown necrotic material was noted. Appears to be related to positive black trunionosis. Lab results shows elevated cocr levels. Doi: (B)(6) 2014. Dor: (B)(6) 2018; left hip.

Event description:
Pfs alleged pain. After review of medical records patient was revised to addressed painful left total hip arthroplasty, post dislocation with evidence of metal on metal trunnionosis reaction with accompanying soft tissue necrosis. Operative notes indicated black corrosion seen at femoral head and neck junction. Polyethylene appeared some scoring in gross fashion. Added medical history, laboratory result, report source, lawyer, law firm, expiration date and screw in impacted product. Doi: (B)(6) 2014 dor: (B)(6) 2018 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI (B)(4). Added: b5, b6, b7, d4(expiration date), h6(patient, device). No code available use for device revision or replacement.